Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A pt came in with pain. X-rays revealed that the distal locking screw is loosened. Pt required a revision surgery.